Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16811.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting a dim display on a v60 ventilator. The device was not in clinical use. There was no report of patient/user harm. A philips remote service engineer (rse) evaluated the issue with the customer biomed and advised an upgrade of the user interface assembly to resolve the issue. Investigation ongoing/resolution pending.